Event description:
It was reported that red button is allegedly loose. No injury reported.

Manufacturer narrative:
It was reported that red button is allegedly loose. No injury reported. To date, the actual device has not been returned. Other devices have been evaluated and the root cause of the complaint is a damaged component, confirmed to be the same malfunction found in 9616086-2023-00007.